Manufacturer narrative:
The lot number for the device was provided, therefore a lot history review will be performed. The device was not returned for evaluation, therefore the investigation is inconclusive, as no objective evidence was provided for review. The definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model at75144 pta balloon dilatation catheter allegedly experienced frayed material and a retraction problem. The information was received from one source. One patient was involved with no reported patient injury. The male patient is (B)(6) years old and weighs (B)(6) pounds.